Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 30-year-old female patient who had essure (batch no. B66023) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity in 2012, hypertension, insomnia, stomach pain, stomach cramps, diarrhea, infectious colitis, enteritis, gastroenteritis, pre-menopausal menorrhagia, low back pain, pain in thoracic spine, chest discomfort, dyspnea, dizziness, chest pain, menses painful, chills, enteritis, cough, fatigue, hoarseness, nasal congestion, pleuritic pain, postnasal drip, rhinitis, sinus pressure, sore throat, wheezing, bronchitis (acute), post-traumatic stress disorder and spotting between menses. Concurrent conditions included concentration impairment, trouble falling asleep, feeling abnormal, appetite lost, obesity, irregular periods and breast mass. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2015 for birth control as well as venlafaxine since (B)(6) 2013. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("genital abnormal bleedding"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish / psychology injury"), depression ("psychological or psychiatric problems condition: anxiety / psychology injury") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with amiloride hydrochloride;hydrochlorothiazide (amilostad hydrochlorthiazide), lisinopril and surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, heavy menstrual bleeding, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date-previously reported (B)(6) 2014 and as per current pfs (B)(6) 2014. Medical leave related to essure: yes. Received treatment for bleeding? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device successfully occluded bilateral occlusion, impression: apparent bilateral fallopian tube ,occlusion ,secondary to essure devices.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) patient who had essure (batch no. B66023) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity in 2012, hypertension, insomnia, stomach pain, stomach cramps, diarrhea, infectious colitis, enteritis, gastroenteritis, pre-menopausal menorrhagia, low back pain, pain in thoracic spine, chest discomfort, dyspnea, dizziness, chest pain, menses painful, chills, enteritis, cough, fatigue, hoarseness, nasal congestion, pleuritic pain, postnasal drip, rhinitis, sinus pressure, sore throat, wheezing, bronchitis (acute), post-traumatic stress disorder and spotting between menses. Concurrent conditions included concentration impairment, trouble falling asleep, feeling abnormal, appetite lost, obesity, irregular periods and breast mass. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2015 for birth control as well as venlafaxine since august 2013. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("genital abnormal bleedding"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish / psychology injury"), depression ("psychological or psychiatric problems condition: anxiety / psychology injury") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with amiloride hydrochloride;hydrochlorothiazide (amilostad hydrochlorthiazide), lisinopril and surgery (total vaginal hysterectomy). Essure was removed on 27-mar-2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, heavy menstrual bleeding, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date-previously reported (B)(6) 2014 and as per current pfs (B)(6) 2014. Medical leave related to essure: yes. Received treatment for bleeding? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device successfully occluded bilateral occlusion,impre:3,sion: apparent bilateral fallopian tube ,occlusion ,secondary to essure devices.. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, medical history, removal details added. Removal surgery added for event pelvic pain. Case became serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.